Event description:
It was reported that a patient implanted with this pacemaker presented to the emergency room (ER) with severe bradycardia and apparent loss of capture (LOC) on both the right atrial (RA) and right ventricular (RV) channels. Repeated attempts to provide pacing were unsuccessful, and a device replacement procedure was scheduled. However, prior to the procedure, testing of the associated leads revealed no abnormalities. Both leads performed as expected, and appropriate pacing was achieved. As a result, the replacement procedure was not performed. A request was submitted for Technical Services (TS) to review data from the pacemaker. Preliminary analysis identified stable lead trends, no evidence of noise on the RV channel, indications of high atrial rates, and no significant changes in capture thresholds or lead impedance measurements for either channel. TS requested additional information from the facility to further evaluate the case. No additional adverse patient effects were reported. This pacemaker remains in service.Information was received indicating that TS found evidence of high capture thresholds on the RV channel. The physician reported that normal rhythm monitoring was observed during a one-week hospitalization, and multiple device interrogations performed following the reported event demonstrated normal device function. The patient was subsequently discharged with routine follow-up. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.